Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was not confirmed or replicated. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The complaint was not confirmed based on failure analysis. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when system was initialized, it displayed error 22028 on universal surgical manipulator (usm) 1. There were no reports of patient involvement.